Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and use room temperature insulin. Reportedly, the customer experienced an episode of elevated blood glucose (bg) displayed as "high"; however, specific value was not provided, nor could the customer provide a specific date when the elevated bg occurred. Elevated bg was addressed by a correction bolus via the pump.